Manufacturer narrative:
Additional narrative:this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Knee revision: performed on (B)(4) 2014 due to loosening of implants. Primary: knee replacement performed on (B)(6) 2012 by possibly same surgeon. In addition, the surgeon had advised that depuy components were not revised during the first revision on (B)(6) 2012. On this date, srom hinge was implanted on patient. As this is not a depuy revision, could you please void case (B)(4) which we have logged retrospectively in relation to this patient¿s first revision?

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient x-rays were provided. Review of the supplied x-rays confirmed the reported device loosening. The root cause of the device loosening is unknown. Based on the provided x-ray images, there is no indication that the devices were defective or adversely contributed to the patient's condition. Review of the device history records did not reveal any manufacturing deviations or anomalies. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.